Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the white tissue pad fell off. The broken piece was retrieved by forceps and was discarded. Changed to another device to complete the surgery. There were no patient consequences reported. No additional information can be provided.